Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter, would not power on, after she had accidently dropped it in a glass of water. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2017. The patient stated that she manages her diabetes with insulin (self-adjuster) and denies making any changes to her normal diabetic management in response to the alleged meter issue. The patient reported that 1 day after the alleged meter issue began she developed symptoms of ¿dizzy, headache and frequent urination¿. The patient confirmed she did not receive or require any treatment for the alleged symptoms. At the time of troubleshooting, the csr noted there was misuse of the product. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.